Event description:
It was reported that shortly after implant, the patient had symptoms of redness in her face, throat tightness, and breathing heavily. An echocardiogram was performed, and they could not see anything obvious. An x-ray was also performed, and results are not known. The physician thought there was a microperforation and repositioned this right atrial (ra) lead, on the same day as the implant. Additional information was reported indicating that the following day, the right ventricular (rv) lead was also repositioned. Two days after the implant, everything looked good, except impedance. The ra impedance was now to about 1900 ohms from about 1400 ohms; which is still within normal limits. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.